Manufacturer narrative:
H6; code 400: yielded jaws.

Event description:
The device was used during a laparoscopic cholecystectomy. The "doctor need to use the instrument er320 to clamp a bleeding and need to use 3 er320 and the clips don't close". Dr. Converted to open procedure to control the bleeding.